Event description:
Dealer stated both motors are experiencing a failure due to getting hot. The technician said both motors are emitting a burning smell after the motors are operated for a short distance. No injuries reported.

Manufacturer narrative:
There are no injury reported with this incident. Sunrise medical (us) llc considers this a report of a possible fire and is currently investigating the cause. The motor involved is being returned for investigation. Once the motor has been received and an investigation has been completed, a follow up report will be filed.